Event description:
Caller reported that the mobile app froze while they were delivering a bolus using an iphone 13. There was no reported adverse impact. The caller successfully re-launched the app, and no further assistance was required.